Event description:
The customer reported two false positive result with the ID now covid-19 assay performed on (B)(6) 2021 with a nasopharyngeal swab and generated positive results. This MFR. Report addresses patient 1 of 2. Repeat testing was performed with a same sample with the ID now covid-19 assay and again generated a negative a result. A second boxed ID now covid-19 assay was performed and both test were negative. Elite ingenius conventional pcr testing was performed with a nasopharyngeal sample and generated negative results. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. However, the patient's admission was delayed appendicitis.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 191-000/ lot 1038162 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1038162. Test base part number 191-000/ lot 1038162. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1038162 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.